Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11d15023 and h11c24019 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter (B)(4), the following information was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The patient stated that on an unreported date a colonoscopy was performed, which caused the peritonitis. The nurse did not know the cause of the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged and was recovering. Pd therapy was ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.